Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a motor error alarm during normal use. The customer's blood glucose level was 250 mg/dl. The customer was not able rewind the insulin pump. Drive support cap was correct. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had constant motor error alarm during the rewind test due to corroded motor home switch.unable to complete functional test, including the displacement test, basic occlusion test, occlusion test, prime test, excessive no delivery test, delivery accuracy test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and a21 error test due to motor error alarm. Device uploaded properly using carelink.device had minor scratched display window and a scratched reservoir tube window and cracked reservoir tube lip.